Event description:
My son was to have a routine procedure done, involving the insertion of a PICC line for delivery of antibiotic treatment for cystic fibrosis. A 1 foot long piece of guidewire broke off during insertion of an arrow-brand peripherally inserted central catheter - PICC line. Subsequently, my son had to be emergency-transferred to another hospital to have the foreign object removed from his cardiovascular system. Removal was successful and the pt is doing well so far. Nevertheless, this should not happen. After some research on the subject I was able to find an advisory by the australian government, implicating the same MFR for problems of the same nature in multiple cases in other country. - advisory was issued on october 10th 2008. Dates of use: 2008. Diagnosis or reason for use: delivery of antibiotics for treatment of lung-infection of old pt with cystic fibrosis. Event abated after use stopped or dose reduced: no.